Event description:
Caller reported damage to the pump housing and usb, affecting the ability to charge the pump as the cable needed to be held in place for charging. There was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) arranged to send a replacement pump with updated software, and the caller understood the steps to return the damaged pump and receive the replacement. Customer will continue to use current pump.